Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system displayed a high glucose alert after the user disconnected the pump during church due to beeping, then noted blood at the infusion site upon removal; the user was guided through an infusion site change and insulin delivery was resumed, and subsequent review showed glucose returned to range later that day. Symptoms included hyperglycemia. Outcomes included transient elevation in glucose that resolved after troubleshooting and site replacement. Investigation included customer support troubleshooting and post-event data review. Investigation of this case revealed that the hyperglycemia was associated with interrupted insulin delivery due to pump disconnection and a compromised infusion site, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related interruption and site issue.